Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally filled the tubing with 10.2 units while connected to the pump instead of delivering a bolus. Customer's blood glucose was 229 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.